Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman flx laa closure device with delivery system (wds) and a double curve watchman truseal access system (was). During deployment of the closure device, a mobile thrombus was observed on the tip of the was. The procedure was completed and the patient was administered heparin intravenously. The patient was scheduled for a neurology consultation and evaluation as well as an echocardiogram evaluation. No patient complications were reported.